Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient began experiencing nausea and lethargy, followed by vomiting. During this time, the cgm displayed ¿low.¿ concerned and without performing a home bg test, the parent transported the patient to the emergency room (ER). Upon arrival at the ER, a bg test was performed, showing a result greater than 600 mg/dl, while the cgm continued to display ¿low.¿ the patient received medication (specifics unknown to the parent). The patient was discharged the same day in improved condition; however, the parent was unable to recall the bg level at discharge. At the time of the report, the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid on (B)(6) 2025. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications on (B)(6) 2025. No additional patient or event information is available.